Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Conclusion: this investigation has been assigned a conclusion code of unable to exclude device problem following a review of the reported event details and available information. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery (lcx). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the delivery shaft was fractured, and the screen was black. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left circumflex artery (lcx). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the delivery shaft was fractured, and the screen was black. The procedure was completed with another of the same device. There were no patient complications.